Manufacturer narrative:
Follow up 26-jun-2015: consumer did not respond to informed consent request. No new information was provided. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. Essure had perforated the uterine wall and caused extreme continuous bleedings. The other essure coil disappeared. These events were respectively interpreted as uterine perforation, genital bleeding, essure dislocation. All these events are serious due to medical importance and uterine perforation is also serious due to required intervention. According to essure's reference safety information, these events are listed. In this case, the consumer underwent exams establishing that the inserts were correctly placed. However, the consumer was experiencing extreme continuous bleeding and upon removal it was observed that one of the coils had perforated the uterine wall and the other coil disappeared. The exact onset dates of these events are not clear, but they occurred after essure insertion. Considering this positive temporal relationship and nature of these events, they were considered related to essure. This case is regarded as incident due to required intervention to remove essure inserts. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
Anticipated incident (serious injury-required intervention). This is a spontaneous case report received from a consumer in (B)(6) on (B)(6) 2015 which refers to herself. She is a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer reported that one essure coil had perforated the uterine wall and caused damage to the uterine wall, great pain and extreme continuous bleeding. Upon removal of this coil on (B)(6) 2009 it showed the other essure coil disappeared and it was apparently spontaneously repelled after previous checks which established that it was sitting correct. Consumer was therefore unprotected against pregnancy without this knowledge. Moreover, she could not become pregnant because intercourse was impossible because of the pain. In the course of time, after insertion, she had more and more allergic symptoms, inflammation, and fatigue. Pain, bleeding, allergic symptoms, inflammation, and fatigue continue up to the date of report. The essure coil was not entirely removed, material appeared to have remained behind. Consumer did not report the time between insertion and the reported complaints. Follow up (B)(4) 2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. Essure had perforated the uterine wall and caused extreme continuous bleedings. The other essure coil disappeared. These events were respectively interpreted as uterine perforation, genital bleeding, essure dislocation. All these events are serious due to medical importance and uterine perforation is also serious due to required intervention. According to essure's reference safety information, these events are listed. In this case, the consumer underwent exams establishing that the inserts were correctly placed. However, the consumer was experiencing extreme continuous bleeding and upon removal it was observed that one of the coils had perforated the uterine wall and the other coil disappeared. The exact onset dates of these events are not clear, but they occurred after essure insertion. Considering this positive temporal relationship and nature of these events, they were considered related to essure. This case is regarded as incident due to required intervention to remove essure inserts. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.